Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided various kit components, including an arrow raulerson syringe and an introducer needle. The syringe appeared typical with no defects observed. Microscopic inspection of the introducer needle found several longitudinal cracks in the cone of the hub extending through the threads with stress whitening observed. The taper of the syringe tip passed gage testing. A device history record review was performed with no relevant findings. The probable cause could not be determined. Further investigation has been initiated with the spec developer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in anesthesia, the md noticed a crack in the hub of the needle. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.